Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received multiple, intermittent minimum fill notifications during the load process. There was no impact to the customer's blood glucose level. The customer had changed to a new cartridge and was able to complete the fill the tubing. The customer successfully completed the load process and resumed insulin delivery.